Event description:
As reported by the user facility: customer infusing chemotherapy and the chemo was coming out of the red vent on the tubing. Additional information provided by the facility indicated the chemo leaks occurred in the transport bag from the pharmacy. There was no patient contact and no nurse contact. However, all the chemo had to be discarded and the risk of contamination when discarding was of concern.

Manufacturer narrative:
The actual samples in the reported incidents were discarded and were not made available to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retain samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported catalog number or the reported lot number. All available information has been sent to the actual manufacturer of the spike assembly on the reported set for further evaluation.